Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7087392.

Event description:
It was reported that the patient was moved to the ICU after the stage 1 portion of the deep brain stimulation dbs implantation procedure. The physician suspected the patient had a seizure but it was confirmed she did not. The patient was experiencing sleep apnea and hypoxia. The patient was discharged to a skills facility.